Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that wireless telemetry was unable to be established.

Event description:
It was reported that five days post implant of the implantable cardioverter defibrillator (ICD) there was an error message that wire less telemetry was no longer available. The reason was unknown. This is an irreversible condition. The device is designed to function if wireless telemetry is disabled, however scheduled alerts would not automatically send. The patient went in to the operating room for a pocket hematoma evacuation so the physician decided to explant and replace the device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.